Event description:
The patient received two leads with the same lot number. It was reported the patient did not like the sensation of her stimulation and wanted the scs system removed. The sjm representative met with the patient and reprogrammed the system with lower frequencies. It was reported diagnostics revealed the patient had used the scs system a total of 12 hours since implant. The physician suggested use of the system prior to an explant procedure. Follow up identified the physician explanted the scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.